Event description:
It was reported that the pump touch screen was on, but the display remained black. Customer¿s blood glucose (bg) displayed "high" on the continuous glucose monitor. Customer administered a bolus via the mobile app to address elevated bg. The customer reverted to an alternate method insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.